Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a suspected false positive result with cue covid-19 test cartridge pack, home & otc test on (B)(6) 2022 with lot 22851e using reader sn (B)(4) (cartridge sn (B)(4)), followed by a negative result with cue covid-19 test cartridge pack, home & otc test on the same day. Customer performed an antigen test (ihealth) on (B)(6) 2022 and received a negative result. Customer reported that there were no symptoms, or exposures and are fully vaccinated. Cartridges were stored appropriately.